Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced sample probe, syringes and the cc (cartridge chemistry) syringe drive to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. The customer did not provide patient data.

Event description:
The customer reported the unicel dxc 600 pro synchron system generated erroneous sodium (na) patient results and low recoveries for enzyme qc and validation. The erroneous patient results were released from the laboratory and later they were amended. There was no change in patient treatment in association with this event. Quality control was within specification prior to the event.